Manufacturer narrative:
The lcs duofix femoral components were voluntarily recalled from the market in july 2009, and the lcs duofix femoral product codes are now considered inactive. Further inspection of components will not be performed as the investigation regarding the root cause(s) and/or corrective actions are controlled under (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record on receipt of the approved document. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The mdrs for this product are being rejected/voided/withdrawn because it has been determined that this product is not sold in the us, and therefore no MDR was required. (Mw-087737, mw-118984)

Event description:
Update 11/26/2014 - this product has been identified as not being sold in the us; therefore, followup emdr will be sent to reject the report.

Event description:
Lcs duofix right knee revision due to swollen and painful knee. Surgeon noticed metalosis in the knee, longitudinal scratches on the femoral component and rotational scratches on the tibial components.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.